Manufacturer narrative:
Investigation - evaluation: reviews of the complaint history, device history record, drawing, manufacturer¿s instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows two nonconforming events which could potentially contribute to this failure mode. Both nonconformances were for shaft damage and all affected units were scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. Through these reviews, cook has confirmed that sufficient controls are in place to prevent this failure mode. However, it should be noted that an IFU is not provided with this device. Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during placement of a temporary hemodialysis catheter, a catheter included in the micropuncture traditionless access set separated. The device was used for temporary right internal jugular hemodialysis access. While pulling the wire back, the tip of the catheter separated in the patient. The location of the catheter tip was confirmed upon x-ray. The physician was unable to remove the section of the device at the time; however another procedure was completed under anesthesia to successfully remove the tip of the catheter. Surgical removal involved skin incision with dermabond and steri-strip closure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The reporter states that only the separated portion of the device is available for return to the manufacturer.